Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. The device had cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window, scratched reservoir tube window, cracked case at display window corner, keypad overlay scratched, and stained end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated insulin was squirting out during the manual prime process. Customer's blood glucose was 189 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer stated they did not push on the drive support cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.